Event description:
It was reported that the customer tried the insulin pump and it started swelling his stomach. Customer would rather stay on his shots because they are bringing his sugar down. Customer stated that he will be returning the pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).